Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring = black. Case type: ngp customer returned pump for an alleged keypad unresponsive/button error alarm on (B)(6) 2020. The unit p-cap / test reservoir locked in place properly. The pump passed the displacement test and self test. No stuck button alarm noted during testing. However, pump error 61(stuck key alarm) found in formatted history file ((B)(6) 2020 20:14:36.000). Successfully downloaded history files and traces using thus software. The pump was cut open and traces of moisture on battery tube assembly noted during visual inspection. The pump passed the keypad voltage test. The pump was received with a cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged keypad anomaly confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they did not press a button down for three minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.